Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported that patient had left knee arthroscopy with tricompartmental synovectomy and excision of hypertonic scar due to arthrofibrosis.